Event description:
The pt's family member called lifescan in 12/04 and complained that the pt's meter was prompting an error 4 message. Medical affairs spoke to the pt the next day and obtained the following info. The pt stated that the meter was functioning on the morning of 12/04. At approx 1:00 p.m. Pt tested their blood sugar and obtained a result of 386 mg/dl pt took 5 units of humalin based on the meter result. Pt then tested at 3:00 p.m. And obtained a results of 378mg/dl .at approx 6:00 p.m., before dinner, pt started shaking, sweating, and began to have seizures. Their family mamber attempted to test the pt's blood sugar and the meter kept prompting an error 4 message. The paramedics were called and the pt was given a glucagon shot. The pt's blood sugar was tested on the paramedics' meter and the result was 35 mg/dl. Pt was then given orange juice. They were not taken to the hosp. The meter is only one month old. The pt stated taht the correct technique was used and the test strips were in good condition. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction. There is also evidence that the meter contributed to the serious injury. The pt was not experiencing symptoms at the time of obtaining the results of over 300 mg/dl. The meter might have been reading inaccurately high, which could have led to the pt over-medicating. This case is being reported as an adverse event. A replacement meter was sent and the pt has received the meter.